Manufacturer narrative:
Operator of device - unknown.

Event description:
The customer reported cidex® opa solution and bleach were being used to process single use alcohol breathalyzer mouth pieces. The customer stated the mouth pieces are rinsed once and used with the breathalyzer. No serious injuries have been reported. The customer was advised cidex® opa solution is only intended for reprocessing heat sensitive reusable semi-critical medical devices, for which sterilization is not feasible, and when used according to the instructions for use (IFU). The IFU was also sent to the customer. It is unclear whether or not the customer followed the cidex® opa solution IFU. Several attempts for additional information have been unsuccessful. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing items in cidex® opa solution and/or when improperly rinsing instruments after using cidex® opa solution since it could result in serious patient side effects. Asp will continue to follow-up for further information.

Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Conclusion: failure to follow instructions. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, and retains testing analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra was reviewed for "procedure related and biohazardous exposure" and was determined to be a "low" risk. Visual analysis was not performed as the product was not returned. Retains testing was not performed as the lot number was not available. The likely assignable cause of this issue was failure to follow instructions. The cidex® opa solution instructions for use (IFU) and safety data sheet was sent to the customer for further education. The issue will continue to be tracked and trended.